Manufacturer narrative:
Concomitant medical products. 8253200 (patient interface, response 3.0): serial number - (B)(4); lot number ¿ 208974860; manufactured date ¿ november 26, 2014; UDI # - (B)(4); 510k - k083124. Mainframe (8253001): the product analysis indicates the device was returned with a broken bezel on the top left corner. The touchscreen board was broken. The stim 1 and stim 2 knobs as well as the touchscreen were scratched. All parts were replaced. The device was placed into burn-in for 24 hours. The device was tested and passed to manufacturing specifications. Patient interface (8253200): the product analysis indicates the reported issue could not be duplicated. The wave washer was replaced due to a loose cable clip. The device was tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a case, the doctor identified the nerve, but intermittently, there would be no tones from the system. The case was completed with the system working intermittently. The facility's biomedical engineering group checked the system and found no issues. There was no patient injury or impact.